Event description:
It was reported that the patient had two treated episodes, one for undersensing of a beat and one for undersensing of a non-sustained ventricular tachycardia episode. The patient experienced appropriate therapy. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.